Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening, pain and lack of strength. All components were removed and replaced with competitor's product.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the associated components found evidence of inadequate cementing. There are warnings in the package insert that state that this type of event can occur: "it is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01844 / 01847).